Event description:
It was reported that during a da vinci assisted total benign hysterectomy procedure, the customer experienced intermittent monopolar energy issues. While troubleshooting the energy issues, a burn on the patient¿s leg was found near where the grounding pad was located, and the grounding pad was rolled over onto itself. The reporter explained the customer replaced the green cautery cord and installed a new grounding pad on the patient¿s other leg and monopolar energy was restored. The procedure was completed as planned with no further issues. On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained additional information from the site¿s robotics coordinator: it was confirmed that the burn did not require medical intervention. Topical ointment was applied on the burn, based on what was reported it is unknown if the burn was a first degree or a second-degree burn. It was confirmed that the root cause was the way their staff placed/affixed the grounding pad on the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical generator unit (iesu) unit involved with this complaint and completed the device evaluation. Failure analysis (fa) could not reproduce the reported failure (monopolar energy issues). It was reported that the ground pad had rolled onto itself resulting in patient being burned on the leg. Fa tested the unit, no observation of any fault. The unit was placed on an in-house system and was ran in normal mode. The unit energized and cauterized and all ports recognized instruments. A review of the site¿s complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the system logs for the event date of 15-jul-2020 has been performed by an isi technical service engineer (tse) and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed that when the iesu was inspected there was no issue with the unit. This complaint is being reported due to the following conclusion: during a da vinci-assisted total benign hysterectomy procedure, there was a burn on the patients leg where the grounding pad was located. Ointment was applied on the burn, based on what was reported it is unknown if this was a first degree superficial burn or a second degree burn.